Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 9736411 (lot: -); product type: brand name ; product ID 9735786r (lot: -); product type: 2543-mnav - system brand name ; product ID 9735824 (lot: -); product type: 2543-mnav - system brand name ; product ID 9733752r (lot: -); product type: 2543-mnav - system brand name ; product ID 9735736 (lot: 2.1.0); product type: 2543-mnav - system h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Codes b17, c20, d15 are applicable. H6: multiple annex g codes were reported. G0200702 corresponds to concomitant product 9736411 that comprises the reported event. G02007 corresponds to concomitant product 9735786r that comprises the reported event. 9735786r corresponds to concomitant product 9735824 that comprises the reported event. G02018 corresponds to concomitant product 9733752r that comprises the reported event. G02008 corresponds to concomitant product 9735736 that comprises the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the system was reporting localizer faulted. The suer attempted using a different break out box. This issue with the localizer faulting after being on for some time had been observed before and it seemed to be related to an issue with the software/ssd. A patient was present.

Manufacturer narrative:
H3: the system was serviced in the field, and hardware parts were replaced. Codes b01, c13, d02 are applicable to this analysis. D9, h2, h3: the return of 9735824 provided the lot number 603004559. The hardware was returned and analysis was performed. The returned controller was bench tested and initially connected to lat but then disconnected, as all components displayed a red status. Codes b01, c02, d02 are applicable to this analysis. The return of 9735824 provided the lot number 603004559. The hardware was returned and analysis was performed. The flat emitter was tested for over 2 hours without issues or disconnects/faults. Emitter connected, tracked, and passed a pegboard test. No physical damage to the unit. Codes b01, c19, d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825r, serial/lot #: -, ubd: unknown, UDI#: unknown h2, correction: d3-4 updated. Previously reported concomitant product, 9735786, is no longer relevant to the complaint. It was clarified that the solid state drive (ssd) [product: 9736411, lot: unknown] and [product: 9735825r, lot: unknown] were replaced during the system checkout that was previously reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined as the logs were not received. Already reported codes b17, c19, d15 are applicable to this analysis medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10: concomitant product: product ID:9736411 , lot #: s5j0nr0na08448a, ubd: unknown, UDI#: unknown concomitant product: product ID: 9735824, lot #: 1601031519, ubd: unknown, UDI#: unknown h2, h3: the returned ssd (product ID:9736411 , lot #: s5j0nr0na08448a) was analyzed. No failures were found. Previously reported codes b01, c19, and d14 are applicable. H2, h3: the returned controller (product ID: 9735824, lot #: 1601031519) was analyzed. It displayed a red "disconnected" status on the lat station. The pcba lcd screen was observed but it remained blank. There is no visible physical damage to the unit. All connection attempts were unsuccessful. Previously reported codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.